Event description:
The customer reported that the system displayed a communication failure error message. This error message will likely result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced. The system was then found to be operating as intended.